Manufacturer narrative:
On (B)(6) 2013, intuitive surgical received additional information from the initial reporter of this complaint. Per the information provided by the site, the planned surgical procedure was a da vinci si hysterectomy procedure. The wire on the pk dissecting forceps instrument was broken; however, there was no injury to the patient. No broken or fallen pieces were reported to have fallen into the patient.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, the wire on the pk dissecting forceps instrument was sticking out.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp is remained installed in the clevis. The clevis did not exhibit any damage or wear marks. The instrument passed electrical continuity testing. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event. Rument has 4 uses remaining.